Event description:
It was reported that out of range issues occurred intermittently between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer¿s blood glucose level was not impacted. No additional details were reported for this event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.